Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The lot and serial number were updated to (B)(6), and (B)(6), respectively under field d4 on this form as per device, and confirmation received. Fields d4, and h4 for expiration and manufacturing date respectively of the lot were also updated accordingly. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with 460cc mentor smooth round high profile and experienced right side deflation as right breast implant was noticeably smaller. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On january 6, 2021, mentor became aware that the date of surgery is(B)(6) 2021. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Field d6b fields for explantation date is (B)(6)2021. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned". Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 22, 2021, mentor became aware that the patient will undergo replacement with catalog number 3503460, on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 24, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm hps dv 460cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 5, 2021, mentor received confirmation that the impacted device is lot number 9514755; serial number (B)(6). Hence, fields d4 have been correctly updated back on this form. Also, mentor became aware that the replacement device used on (B)(6) 2021 was catalog number 3503460; serial number (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. On march 17, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 18, 2021, mentor became aware that date of surgery has been moved from (B)(6) 2021 to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).